Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a significant discrepancy between sensor glucose (sg) and blood glucose (bg) readings, with an sg value of 164 mg/dl and a bg value of 64 mg/dl on 1/23. The event involved product(s) mmt-1884,mmt-7040a, mmt-232,mmt-332a. The difference was outside the target range and insulin delivery was not suspended due to the sg vs bg difference. Troubleshooting was declined by the customer and the customer has type 1 diabetes and was using the 780g system with a g4 transmitter. The customer reported taking tylenol (acetaminophen), which can falsely raise sg readings. The issue occurred with a previous sensor that was worn for fewer than four days and may have been related to non-optimal sensor placement or insertion technique. A low bg event occurred, treated with a peanut butter and jelly sandwich, and was attributed to the sensor not reading properly. The customer alleges pump is over delivering inaccurate readings. The customer declined further troubleshooting. No further patient complications were reported. Mmt-1884,mmt-7040a, mmt-232,mmt-332a were not expected to return.